Event description:
It was reported that the critical pump alarm was sounding every ten minutes. While reading the pump logs, it was seen that a motor stall occurred at 12:58pm with no recovery noted. It was indicated that there was no MRI or other cause identified. The pump had last been refilled in (B)(6) and there were no symptoms at the time of report. It was stated that the reporter might try to update again. The device system was used to deliver fentanyl and bupivacaine. Two days later, it was reported that the patient had experienced withdrawal upon cessation of therapy. Her pump was replaced emergently on the day prior to report. The patient was reportedly doing well with her new pump per the physician.

Manufacturer narrative:
Final analysis of the pump found residue, moisture, corrosion, and wear throughout the gear-train. It was indicated that the motor stall was due to gear-pinion.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.